Event description:
This notification was initiated in reference to a customer representative reaching out to see who a rep dreamstation auto CPAP belonged to and reported that the patient is no longer alive. Medical intervention was not specified. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a death, serious injury and/or reportable product malfunction. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.